Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed that there are no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was inflated successfully and without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use (IFU).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atm for 30 seconds and a vertical rupture was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atm for 30 seconds and a vertical rupture was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.